Manufacturer narrative:
Concomitant product(s): product ID: 8637-20, serial# (B)(4), implanted: (B)(6) 2016, product type: synchromed ii neuro pump. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator. It was reported that the patient was in a lot of pain as her implantable neurostimulator (ins) was very high and impacted her rotary nerves. It was also stated that the patient bent over and felt like she was struck by lightning in her back; the patient was paralyzed from the waist down for two weeks. It is unknown when the issues began occurring.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3888-28, lot# l21674, implanted: (B)(6) 1992, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was noted that the stimulator was being removed because it had been implanted for 24 years. It was noted that the electrodes had ¿zapped out.¿ additional information was received from a consumer regarding a patient on 2017-04-10. It was reported that ¿a couple of electrodes burned out¿ because the patient stated the spinal cord stimulation had to be turned up so high to get relief and affected the motor nerve and burned out the electrodes. The patient was concerned about the spinal cord stimulation electrodes and had those removed without any damage/nerve damage. The spinal cord stimulation system was removed in (B)(6) 2016. The patient had a slipped disc issue that began in 2016 just before the spinal cord stimulation system was removed in (B)(6) 2016. The patient¿s slipped disc was diagnosed via an MRI about 3 weeks prior to the report in (B)(6) 2017. No additional complications were reported or anticipated. The patient¿s medical history includes ¿burning pain in the legs¿ that began when the patient was first injured in 1989. The patient reported meralgia of the left peripheral in 1989. It took two years to realize it was damage to the nerve in the femur and that there was so much scar tissue and injury that the nerve was permanently damaged. The patient has had 6 herniated discs in the beginning of 1989.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3888-28, lot# l21674, implanted: (B)(6) 1992, explanted: (B)(6) 2017, product type lead. Correction: upon further review, PMA / 510(k) # were corrected.

Event description:
Additional information was received from the patient. It was noted that a spinal cord stimulator was not removed in (B)(6) 2016. The spinal cord stimulator was removed on (B)(6) 2017 because it had been broken for many years and the patient needed to have mris of the lumbar and cervical spine, but could not with the stimulator still implanted. The patient didn't know if the stimulator would be returned for analysis as she didn't know where it was taken.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.